Event description:
It was reported that on (B)(6) 2008, four xience v stents were implanted in the left main coronary artery, mid left anterior descending artery (lad), proximal lad artery, and the right posterior descending artery and approximately 4 years later the patient experienced angina. An electrocardiogram was done finding no myocardial infarction. There was an elevated troponin level drawn and an angiogram was done with findings of in-stent restenosis in the mid lad. A stenting procedure was done and a non-abbott stent was implanted in the mid lad for complete revascularization. Pre-procedure stenosis was 90% and post procedure stenosis was 0%. The event was resolved and the patient was discharged home the next day. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of angina and stenosis/restenosis are listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.